Event description:
It was reported that when the ventilator was connected to a pt, an alarm was generated and the led on the panel volume bargraph was lighted. (B)(4).

Manufacturer narrative:
The initial reported fault was interpreted to not affect ventilation. The investigation of the returned computer interface board (B)(4) did reproduce the reported fault, but the (B)(4) also generated a technical alarm indicating a power failure. The cause of the fault was found to be an internal fault in the dc-dc converter on this board. The fault in the dc-dc converter decreased the +5v power supply in the ventilator. Electrical measurements showed that the +5v output voltage was +2,4v which is outside the allowed limits (4,75v-5, 25v). If the voltage is outside allowed limits, an alarm will be generated and the ventilator will stop in a fault safety mode, where the safety valve and expiratory valve are open and the inspiratory valves are closed. Our conclusion is that the fault was caused by an internal failure in dc-dc converter. (B)(4).